Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left coronary artery that was both mildly calcified and tortuous and 98% stenosed. The 2.75x12mm xience alpine stent system failed to cross the lesion and blood was noticed inside the tubing. The balloon was not inflated so it is assumed the shaft was the problem but not confirmed. Resistance was noticed during withdrawal with the guiding catheter. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported leak/splash was confirmed. The reported difficult to advance and difficult to remove could not be confirmed. The reported failure to advance could not be tested as it was based on operational context. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.